Event description:
It was reported that during implant, the patient developed pericardial effusion. A pericardiocentesis was performed and the cause of the effusion was unknown. The lead was no longer used.

Manufacturer narrative:
(B)(6).